Event description:
It was reported that the ilet displayed alerts to connect a cgm or enter a blood glucose value, resulting in suspended automated dosing, after the user started a new libre 3 plus sensor and initially experienced a pairing failure; a fingerstick blood glucose of 201 mg/dl was obtained and manually entered to extend dosing, and the user subsequently re-scanned the sensor and confirmed restored cgm connectivity with readings visible. Symptoms included no reported clinical effects. Outcomes included transient interruption of automated dosing with restoration of therapy after manual entry and successful cgm reconnection. Investigation included guided troubleshooting and user education conducted by support, including verification of alarms, confirmation of cgm pairing status, and re-scan procedures. Investigation of this case revealed a resolved communication and pairing issue between the cgm and the ilet, with normal function after re-establishing the connection and no device component malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction leading to temporary cgm pairing failure that was corrected through standard troubleshooting.